Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., other, additional manufacturing narrative (if other): initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).

Event description:
It was reported that the device turned off after 10 minutes of usage and did not provide alarms or error messages. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. The device displayed an error message and an audible 7-beep alarm which was caused by a defective core board. No product performance issues related to the reported event were identified, based on results of the investigation, the customer complaint could not be confirmed. The core board was replaced and the unit functioned as designed.